Event description:
It was reported that the ilet user received a dosing stops soon alert while still having insulin remaining in the cartridge, and review of device notifications showed a paired continuous glucose monitor (cgm) sensor had expired, which explained the alert and impending transition to bg run. No reported injury or adverse physiological effects. Outcomes included user starting a new sensor, with user education and troubleshooting provided. Investigation included a review of device notifications and user guidance. Investigation of this case revealed that the dosing stops soon alert was consistent with expected system behavior when the cgm sensor expires, and user error of not starting a new sensor with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was expected device response to an expired cgm sensor.